Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the spanish market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
Maquet cardiopulmonary gmbh has received the following information from the spanish agency of medicines and medical devices on 2026-01-19: the vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp¿, manufactured by getinge and distributed by, occurred on 2025-11-03 with report number (B)(4).the information was provided that the patient had the incident "massive bleeding in the area of cannulation, resulting in the death of the patient." And the consequence for the patient was "death¿. As the patient passed, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh has received the following information from the spanish agency of medicines and medical devices on (B)(6) 2026: the vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp¿, manufactured by getinge and distributed by, occurred on (B)(6) 2025 with report number (B)(4). The information was provided that the patient had the incident "massive bleeding in the area of cannulation, resulting in the death of the patient." New information was received from ssu on (B)(6) 2026 that the patient was a 61-year-old male with 85kg. It was confirmed by the customer that no product malfunction occurred. The death was due to a bleeding between the sutures of the dacron tube used for axillary ECMO cannulation in a vascular patient who could not underwent femoral cannulation. The disposables of getinge were discarded by the customer. The cardiohelp device was not affected confirmed by the customer, as the death was attributed to a surgical complication in the axilla and not a device malfunction of any getinge product. No device history review, no review of scrap, rework, enhancements and design changes was performed, as no failure of the device was reported. In addition, no review for potential field actions and capas related to the event and product in this complaint and no review of the non-conformities has been performed, as this complaint was reported due to the event and not due to a failure on a getinge product. Based on the available information the reported event could not be linked to a device defect/failure. Therefore, the complaint could not be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).